Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Alleged moisture in the battery compartment without damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 11-apr-2019 with the following findings: on investigation, evidence of moisture was confirmed in the battery compartment due to moisture ingress through a crack in the battery compartment confirmed by leak testing.